Manufacturer narrative:
No patient information provided by the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed with blower temperature high. The customer reported the device was in use, but there was no patient harm reported.